Manufacturer narrative:
B1, b2, b5, f10 clinical codes, f10 impact codes, h1, h6 and h11. B5: correction, during the insulin infusion, the pump stopped overnight and restarted during the day. When the infusion was restarted "the patient's blood sugar spiked". The nurse restarted the infusion on another pump and the infusion went on as expected. H11: the event history log review showed that the infusion of insulin beginning on (B)(6) 2025 14:25 and continued through (B)(6) 2025 03:04 being ended by the customer powering off the device. The pump was not stopped except by downstream occlusions which were cleared by the customer. The pump was set to deliver 1 unit/hour (1 ml/hour) from 01/21/2025 09:23 until (B)(6) 2025 22:35, when it was increased to 2 units/hour (2 ml/hour). The dose was changed between 2 units/hour and 1 unit/hour about once per hour between (B)(6) 2025 22:35 and (B)(6) 2025 01:15. The pump ultimately was stopped by the user and shut down on (B)(6) 2025 03:04. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6, h11. H11: a review of the event history log was performed which revealed downstream occlusions; however, the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) underinfused medication during therapy. The underinfusion was observed during an insulin infusion. To resolve this issue, the infusion was restarted on another pump and the infusion went on as expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product ¿ the exact date of this event was unspecified; however, the pump infused insulin beginning on (B)(6) 2025 14:25 and continued through (B)(6) 2025 03:04. The customer suspected the window of interest is the evening of (B)(6) 2025 into the morning of (B)(6) 2025. E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.